Event description:
Patient was in cardiac arrest, attempt made to hook up paddles for defibrillation and machine starting to connect cable (that was connected) a wire was broken on the paddle hook up. The staff felt there was a 3-4 minute delay while they worked with the paddles but in the end utilized the hands free pads and brought the patient back to a regular rhythm. Pin on the quick combo cable had broken off inside the defibrillator connector. When they inserted the paddles into the connector, the broken pin prevented insertion so they forced it, also bending the pin in the paddle connector.